Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/27/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/11/2014 with the following findings: there were multiple battery compartment cracks observed. Moisture contamination observed on underside of battery cap. The pump powers with returned battery cap. Battery cap is unable to fully tighten but tighten enough to allow for testing. A power loss was not observed. Current draws within specifications; idle -50ma, sleep-00ma, load-160ma, rewind- 140ma. A leak test shows leak at battery compartment crack. Pump case was removed, no evidence of additional moisture inside pump. Black box shows one low battery warning and one replace battery alarm. Evidence of excessive battery usage/ voltage drop observed in bb on 1/8/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.